Event description:
According to the complainant, there are concerns for patient harm and safety with patients having blood clots, hospital readmissions, and infiltrations leading to tissue damage due to introcan safety.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or photograph was provided, preventing further investigation from being conducted. Review of manufacturing records and device history record (DHR) could not be performed as complaint batch number is unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400743475. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.